Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's left femoral artery. The md could not insert the iab through the sheath. As a result, the md removed the iab and sheath allowing the spring wire guide (swg) to remain in the patient. Reference MDR #1219856-2010-00499 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.